Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable pacemaker exhibited high right ventricular (rv) threshold measurements and loss of capture. The longevity of the device was questioned; however, it was noted that the device longevity was due to high threshold measurements. A surgical revision was performed and the device was explanted and replaced to avoid an additional surgery for the patient in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.